Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. The fse used a simulator to check the function of the alarms. Results confirmed all alarms were functioning normally. Furthermore, the fse noted there were no settings changed. The fse discussed with the user and the hospital biomedical engineer (bmed), both believe that the alarm issue was caused by patient movement or an ECG lead connection issue. They believe the patient movement and activity with the ECG lead sets suddenly became disconnected. A follow up response from a philip representative supporting the case, confirmed there was an inoperative message, " ECG leads off" was present at the time of the event. Based on the information available and the testing conducted by the philips fse, the customer' s issue could not be confirmed. At the time of testing there was no problem found. No further investigation or action is warranted at this time

Event description:
It was reported the customer had frequent "ECG leads off" alarms. The device was in use on patient at time of event, there was no adverse event reported.

Event description:
It was reported there were alarm issues. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1 ; reporting institution phone # (B)(6). E1: reporter phone # (B)(6).